Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 168 m/dl at the time of the call. The customer experienced symptoms such as slurred speech. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having issues with sensor glucose versus blood glucose differences. The customer stated that new medication that they're taking may have caused the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.